Manufacturer narrative:
The customer reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion batteries (sn (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), and (B)(4) were unable to power on the autopulse platform. The status leds on the batteries illuminate 4 green lights. No patient involvement. Please see the following related MFR reports: MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4).